Manufacturer narrative:
The customer was provided with a replacement device under warranty, and the reported cable will be returned to verathon for evaluation. The glidescope operations and maintenance manual (omm) states: "before every use, ensure the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged."

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the image would disappear when the cable was moved. No harm to the patient, delay in the procedure, or use of a back-up device was reported. The biomedical engineering department evaluated the smart cable used during the event and was able to duplicate the reported failure. The issue was verified with multiple blades and it was noted that the cable was "kinked and crushed" near the connector end.